Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit when she tried to change the battery. She tried to clear the alarm but the keys on the insulin pump were unresponsive. Customer's blood glucose level was 157 mg/dl. The customer declined troubleshooting. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.